Manufacturer narrative:
Additional information was received that the ipg was replaced per physician's preference.

Event description:
A report was received that the patient's ipg was not fully charging and became hot when trying to charge. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Section other # field is populated with the di number.

Event description:
A report was received that the patient's ipg was not fully charging and became hot when trying to charge. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced due to frequent charging. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not fully charging and became hot when trying to charge. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure.